Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient within a few hours of placement. The balloon was deflated.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. The sample was visually evaluated and a pinhole was observed at the sac collar. Microscopic examination of the pinhole looked like it was caused by a rough object from the outside. Per the functional testing, the balloon was inflated with water and water leaking from the sac collar was observed. The exact cause of sample condition could not be determined and could not assign as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. This device contain 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, considering usng alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that the catheter fell out of the patient within a few hours of placement. The balloon was deflated.